Manufacturer narrative:
Additional information b1, b2, b5, d7, d10, h1, h3, h6.

Event description:
It was reported that the patient was scheduled on (B)(6) 2020 as the device was no longer working. The patient saw the physician who indicated that fluid loss appeared to be the problem as the pump remained flat with a dimple that is suggestive of fluid loss. The artificial urinary sphincter was replaced due to fluid loss from a large hole in the pressure regulating balloon.

Event description:
It was reported that the patient was scheduled on (B)(6)2020 as the device was no longer working. The patient saw the physician who indicated that fluid loss appeared to be the problem as the pump remained flat with a dimple that is suggestive of fluid loss. The artificial urinary sphincter was replaced due to fluid loss from a large hole in the pressure regulating balloon.

Manufacturer narrative:
H3, h6, h10. H3 device evaluation. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. No product malfunction was identified with the cuff component. The balloon component was visually inspected, and microscopically examined. A large tear was identified in the balloon shell consistent with material fatigue and avulsion. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. Product analysis identified a malfunction with the balloon component.

Event description:
It was reported that the patient was scheduled on (B)(6) 2020 as the device was no longer working. The patient saw the physician who indicated that fluid loss appeared to be the problem as the pump remained flat with a dimple that is suggestive of fluid loss.